Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board, the high voltage supply regulator, and the battery charger. The system operates as intended.

Event description:
The customer reported that the system displayed an annode temperature warning of 65%. The field engineer noted that the system was unable to perform fluoroscopy x-ray. There is no repot of injury or death associated with the event described in this complaint.